Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited increase of impedance, did not trip elective replacement indicator (eri) and low voltage. The right ventricular (rv) lead exhibited high threshold. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.